Manufacturer narrative:
Based on the claim against the product by the customer noting a broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The complaint regarding the maryland bipolar forceps instrument having a broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a broken tip. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the central processing. A broken tip was noted. There is no further information is available.